Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from yes, returning to no, discarded. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), traveler rx, global, costa rica, instructions for use (IFU, preparation for use section) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, guide catheter: hyperion 6fr spb 3.5, opticross. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified posterior lateral de novo lesion that was 90% stenosed. A 2.0x15mm rx traveler balloon dilatation catheter (bdc) was inflated to 10 atmospheres (atm) without a reported issue then ruptured on the second inflation at 12 atm. The bdc was replaced with a non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.